Event description:
It was reported that the patient experienced no stimulation sensation. The patient noted a loss of therapeutic effect. The patient had an ultrasound regarding her mammogram on (B)(6) and patient turned ins off during ultrasound and turned ins on after. The patient was ok for a few days but now was not feeling too good. It was clarified that patient meant her symptoms had returned. The patient noticed this the beginning of last week and had no falls/traumas. The patient;s healthcare provider was 6 hours away. The patient began the call with ins on, program 2, 8.5v. (The patient noted this was her highest setting on this program, and high setting on program 1 was 2.65.) During call the patient attempted to increase stim above 8.5 and reached the maximum level screen. The patient wanted to change programs. Patient services walked through and patient said she only had program 1 and 2. During the call, the patient changed from program 2 to program 1 at 2.0 v and was able to turn therapy back on. The patient was able to successfully switch and turn ins on but then was not able to communicate to adjust stimulation. It was also reported that the patient noted no stimulation sensation. The patient got a patient programmer replacement today, and still couldn't feel stimulation. The patient increased stim. To 6.35, the upper limit, but still didn't feel stim. The patient was able to use her old patient programmer and switch to prog#2 at 8.5. She could feel stim. The patient decreased to 8.4 and was still able to feel stim. In her thigh. The patient's incontinence returned last wed/thursday, and she had the bloated feeling. The patient didn't do anything other than have a diagnostic ultrasound on (B)(6). It was reviewed that the new patient programmer needs to be programmed to have access to other programs. The patient was informed that the old may only be working intermittently. It was suggested sending the old patient programmer back, and having new device programmed. The patient was 6 hours away from her doctor and wanted to keep old patient programmer for a few days. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v423798, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).